Manufacturer narrative:
The engineering evaluation stated the following: when physically evaluated upon return, the following observations were made: the device was returned on a guidewire. The guidewire was unable to be removed without destructive disassembly of the device. The device was buckled at multiple locations along the outer sheath of the catheter. Approximately 45mm of the distal end of the stent was uncovered. As received, the constrained portion of the stent was translated distally such that the distal tip of the catheter was located within the deployed portion of the stent, which is not noted in the description of event. Upon disassembly of the handle, the outer sheath was translated approximately 5mm through the strain relief bond to the location of the pulley. The inner shaft was buckled at the pulley and within the lock slider/strain relief. Manufacturing records of the strain relief component were reviewed and these records indicate that the lots met bond tensile strength release requirements. Previous tigris complaints were reviewed for the findings of this investigation and several other complaints with observations consistent with a separated strain relief bond were noted. There was no indication of a relationship between these devices, their outer sheath assembly components, and/or any manufacture dates.

Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing treatment of a superficial femoral artery stenosis with a gore® tigris® vascular stent. A crossover approach was used. The lesion was pre-dilated. The device was advanced over a roadrunner cook 260 cm wire through a 6fr cook sheath. During advancement through a very tight iliac bifurcation, friction was felt. The device was advanced to the desired location and deployment was initiated. However when deployment began, resistance was felt with the deployment wheel and it wasn't possible to completely deploy the device. This device was removed from the patient and a lifestent was utilized to successfully complete the procedure. The patient tolerated the procedure.

Manufacturer narrative:
The engineering evaluation stated the following: the device was returned on a guidewire. The guidewire was unable to be removed without destructive disassembly of the device. The device was buckled at multiple locations along the outer sheath of the catheter. Approximately 45mm of the distal end of the stent was uncovered. As received, the constrained portion of the stent was translated distally such that the distal tip of the catheter was visible at the location, which is not noted in the description of event. Upon disassembly of the handle, the outer sheath was translated approximately 5mm through the strain relief bond to the location of the pulley. The inner shaft was buckled at the pulley and within the lock slider/strain relief. Based on the device examination performed, no manufacturing anomalies were identified.